Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented to the clinic for follow-up. Undersensing was observed via review of stored egms. Review of the trend data indicated that the sensing amplitude had gradually decreased and the capture threshold had increase. The lead was capped and replaced. Patient was in stable condition.